Event description:
The physician used the nitrex wire through the needle in the accustick system. The customer felt that the gold coil on the tip on the nitrex wire got caught on the bevel of the needle form the accustick system, and stripped the gold coil off of the nitrex wire. The gold coil became caught in the introducer when the wire was removed. When the introducer was removed from the patient, the gold coil came out with it and there were no consequences to the patient.

Manufacturer narrative:
Method: warning/cautions per the instructions for use states: do not advance or withdraw guidewire against resistance until the cause of the resistance has been determined. Excess force against resistance may result in damage to guidewire, catheter or vessel perforation. Handle with care to reduce the possibility of coil separation uncoiling and breakage.